Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6).

Event description:
Reporter stated the infusion set needle broke off under the customer's skin. This was discovered after the self-adhesive was removed, and the customer's mother was able to remove the needle by herself. The customer experienced hyperglycemia at the time of the event. No adverse event was reported. The alleged product was discarded and cannot be returned for evaluation.